Event description:
It was reported that patient presented to emergency room after experiencing slow heart rate. Upon interrogation it was found that patient's right ventricular (rv) lead exhibited loss of capture and high capture threshold. Low impedance was also noted. Programming changes were made. The patient was stable.